Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy pacemaker (crt-p) were explanted due to noise, impedance issues, oversensing and high pacing thresholds. Another crt-p and rv lead were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment. Additional cuts along the insulation were found. These cuts probably occurred during the extraction procedure. The insulation was found rubbed through 7 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, an abrasion mark was found between 20.5 and 17.5 cm proximal to the lead tip. It is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, the conductor coil was found stretched in the distal end region and the fixation helix deformed, these deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.